Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. Patient was doing well postoperatively. The explanted device components were not returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier(UDI)#: (B)(4). Model number/catalog number: sc-4318. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: clik x anchor sterile kit. Unique identifier(UDI)#: (B)(4).